Manufacturer narrative:
Gtin is unavailable as the product made prior to compliance date; (B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the device would not oscillate but it did lock on the in-house small battery drive. It was further determined that the device had excessive corrosion inside the sub-assembly components (bearing housing labelled, ball bearings, planetary wheels, spacer disc, fork, coupling pin, bushing, oscillator head, housing labelled, coupling shaft, bearing shell, gear exit shaft. It was further determined that the device failed the oscillating frequency measurement at pre-test. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper cleaning. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
This is event 1 of 2 of the same event. It was reported that during a tibial tuberosity advancement (tta) surgery on a canine, it was observed that the sagittal saw attachment device would not oscillate and would not lock when used with the small battery drive device. According to the report, the sagittal saw attachment device locked on to the spare small battery drive device. There was a ten minute delay in the surgical procedure. There were identical spare devices available for use to complete the surgery successfully. There was no human patient involvement as this was a veterinary procedure. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.